Event description:
It was reported that the control iq software intermittently did not adjust insulin delivery as intended. The customer's blood glucose level ranged from 251-253 mg/dl. Reportedly, a pump reset was performed to address the event and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.